Manufacturer narrative:
The biomedical engineer reported that the touchscreen and keyboard on the central nurse's station (cns) became non-responsive when trying to change out the keyboard. Rebooting the system resolved the issue. The unit was in use on patients, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the touchscreen and keyboard on the central nurse's station (cns) became non-responsive when trying to change out the keyboard.